Manufacturer narrative:
Date sent to the FDA: 6/13/2024 additional information: a2, b7, d6b additional b5 narrative: it was reported that the patient underwent mesh removal on 5/15/2019 due to adhesions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2010 during which the surgeon noted a recurrence through several defects in the previous mesh. The mesh was also densely adherent to the colon. The surgeon further noted that the previous mesh was poorly adherent to the undersurface of the anterior abdominal wall. The majority of the mesh was resected. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced chronic severe pain. No additional information was provided.